Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked with the twist clamp closed. This occurred during use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with naked eye was performed and the picture only showed a stained fluid on the bottom of a blue bowl. As the actual device was not returned, the cause for the reported issue could not be determined. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye and magnification noted a broken occlude foot on light blue main body. The reported condition was verified. Clear passage was performed with no issues. A leak through the set with the clamp in closed position was observed during leak testing. The cause of the condition could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.